Manufacturer narrative:
Device was used for treatment, not diagnosis. Gansslen,a., hufner, t., krettek, c. (2006) percutaneous iliosacral screw fixation of unstable pelvic injuries by conventional fluoroscopy: operative orthopedic and trauma no 3 225-244. Germany. This report is for an unknown 7.3 mm cannulated screw / unknown quantity/ unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article : gansslen,a., hufner, t., krettek, c. (2006) percutaneous iliosacral screw fixation of unstable pelvic injuries by conventional fluoroscopy: operative orthopedic and trauma no 3 225-244. Germany. Between january 1, 2000 and december 31,2004, 20 patients with transforaminal sacral fracture and without primary nerve damage underwent iliosacral screw fixation, using 7.3 mm synthes cannulated screws, placed in a transiliosacral position in the vertebral body of s1 as treatment for type c pelvic injury under conventional fluoroscopy. The average age was 32 years (16-70 years) , nine males and 11 females. Radiologic follow up assessments (pelvic views) were performed after 3 and 6 months. Complications: incorrect screw position in three patients, further described as one patient with a perforation of the anterior sacral cortex with a screw direction perpendicular to the sacraliliac joint and two patients with penetration of the sacral spinal canal. All three patients did not experience any clinical consequences or iatrogenic nerve damage. This is report 1 of 1 for (B)(4). This report is for an unknown 7.3 mm cannulated screw.